Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 40mm-50mm right iliac artery aneurysm. It was reported that the final angiogram showed reduced blood flow to the left hypogastric artery. The endurant iliac stent graft appeared to be partially covering the left hypogastric artery. The patient has not, and will not receive treatment. Per the physician, the cause of the event was related to the user error. No additional clinical sequelae were reported and the patient will be monitored by the physician.